Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of lo blood glucose test result. Expected non-fasting blood glucose test result range is 200 to 400 mg/dl. Customer feels well and observed no symptoms. Customer sought medical attention at a clinic as a result of the meter's readings. Verified storage of product is within instructed specification since they are retained in the bedroom. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2015. Meter memory not recalled. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of lo blood glucose test result. Expected non-fasting blood glucose test result range is 200 to 400 mg/dl. Customer feels well and observed no symptoms. Customer sought medical attention at a clinic as a result of the meter's readings. Verified storage of product is within instructed specification since they are retained in the bedroom. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2015. Meter memory not recalled. No adverse event reported.